Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The MFR's internal reference number is: id073971. This report was mailed to the FDA on: 12/06/2007. Add'l info was requested 11/09/2007, 11/14/2007 and 11/28/2007 by mail, fax, and phone. Add'l info was received 11/27/2007 and 11/30/2007 by fax and phone.

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported foggy vision. He states that the lens had become dislocated and was repositioned without any improvement. The lens was exchanged for another model. In a follow-up, the surgeon reports the consumer was sent to a retinal specialist who reported that the eye had no retinal problems. Following the exchange, the consumer's vision is reported as "wonderful".